Event description:
A medtronic representative reported that, while in a l3 - l4 posterior lumbar interbody fusion (plif) procedure, the surgeon alleged an inaccuracy. In trouble-shooting, a medtronic representative confirmed the accuracy was off by approximately 1 centimeter when checking the spinous process. The inaccuracy was in the superior/inferior direction. The frame was very close to, or touching, the patient's skin. Noted was that frame movement was very likely to have occurred. The surgeon alleged the anterior posterior (ap) image and lateral images did not match. The surgeon opted to continue the procedure, with this knowledge, and completed with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). The medtronic representative attending the procedure noted that the surgeon alleged the anterior posterior (ap) image and lateral images did not match; which was unclear and is thought to have meant the surgeon deemed the probe location was being shown in two different anatomical locations on the two different views. The medtronic representative was watching the procedure and did not agree. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. A medtronic representative, following-up at the site, reported frame movement is suspected during this occurrence. Spinous process clamp was used for this surgery. It was only a two level fusion. The surgeon put the spinous process clamp on l2 for l3-4 fusion with a single registration. Software investigation completed, findings are that the issue could not be replicated, unable to determine probable cause.